Event description:
Subsequent to the initial medwatch report the following information was received: the device was received separated and only the distal portion of the device was returned.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the mildly calcified, mildly tortuous, de novo, mid circumflex artery the 2.50 x 15 mm trek balloon dilatation catheter (bdc) was inflated once to 12 atmosphere (atm) but could not be deflated. The bdc was removed from the anatomy with force and while inflated. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device was separated and only the distal portion was returned. The reported difficulty was not confirmed due to the condition of the returned device. The reported difficulty to removing the balloon catheter could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for deflation difficulty reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.